Event description:
It was reported by the patient that the device was affecting several items including cash registers, laptops, credit cards with chips, cell phones and television channels. They had been around a ham radio and it felt like a fire and stinging sensation in their chest. The patient further reported that during a myogram, the device ¿stopped twice¿. Follow up with the patient¿s clinic indicate the patient was seen and reported the same electromagnetic interference (emi) concerns to the physician. An interrogation was performed; however there was no confirmation of the emi noted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.